Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to a lack of sample. Root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review could not be conducted as the lot number is unknown. The sample was discarded but a companion sample was available and requested. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4): one used comapnion sample was received. A visual inspection was performed and no obvious defects were found. A functional inspection was performed on the homechoice and a full therapy was run with no alarms or defects. This complaint could not be confirmed.root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the home choice (hc) during self test. The baxter technical service representative (tsr) stated he kept getting a low drain alarm earlier and he kept clearing it and now he has system error 2367. The tsr then assisted the home patient (hp) to cycle power off and on and the hc is now at press go to start. There was patient involvement but there was no patient injury or medical intervention was reported. Product surveillance was contacted by the patient on (B)(6) 2011. The patient stated the following: nothing was noticed with the supplies and the alarm was eventually cleared. The patient was involved but there was no patient injury or medical intervention reported.